Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 2228851 and bd complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2228851 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken for batch 2228851 for contamination. Retention samples from batch 2228851 are not available for inspection. Twenty plates from batch 2228851 were returned as two unopened sleeves shipped in an insulated box with bubble wrap and ice packs. Plates were inspected and 0/20 plates had microbial growth (time stamp 0925 and 0926). For investigation of the complaint, plates were incubated at 20 to 25 degrees c (10 plates) and 33 to 37 degrees c (10 plates) and 0/20 plates had growth at 3 days incubation. Three photos also were received for investigation. One photo shows a close-up of a sleeve with growth visible in the top plate. The other two photos each the agar surface of a plate with growth. No verification of batch 2228851 can be made from the photo, but the returned plates were from batch 2228851. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.

Event description:
It was reported that there were 2 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) found to be contaminated upon opening the sleeves. Organism was identified as pseudomonas fluorescens. No patient impact was reported. The following information was provided by the initial reporter: customer states product is contaminated. Was media contamination noticed upon receiving or at a later time? The defects were noticed upon opening the sleeves. Bacteria or fungi contamination ¿ colony color? Bacterial, pink. Location of contamination ¿ surface or sub-surface: surface. · was organism gram stained or identified? Pseudomonas fluorescens.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there were 2 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) found to be contaminated upon opening the sleeves. Organism was identified as pseudomonas fluorescens. No patient impact was reported. The following information was provided by the initial reporter: customer states product is contaminated. Was media contamination noticed upon receiving or at a later time? The defects were noticed upon opening the sleeves. Bacteria or fungi contamination ¿ colony color? Bacterial, pink. Location of contamination ¿ surface or sub-surface: surface. Was organism gram stained or identified? Pseudomonas fluorescens.